Manufacturer narrative:
Product complaint # ==>(B)(4). Investigation summary ==> update 08-feb-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: h6 (clinical code).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a right tka with depuy cement. She then underwent a closed manipulation for decreased range of motion. Patient was then revised for ongoing pain and swelling. Intraoperative findings included synovitis, scarring, loose tibial component at implant-cement interface, tibial subsidence medially, a small fracture along the anterior tibia with no indication of cause, and a small proximal tibia metaphyseal cyst. Doi: (B)(6) 2015; dor: (B)(6) 2017.